Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the rocker arm was broken which did not allow the brake to be set at one end of the stretcher. The tech replaced the rocker arm to repair the bed.